Event description:
Customer reportedly received the following results on the performa system within 10 minutes: 22.6 mmol/l and 6.7 mmol/l. No adverse event reported. The remaining strips were discarded; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). No product available to be returned.